Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report number 3008829311-2016-00250 it was reported that the patient experienced ¿seizure-like¿ symptoms in post-op. It was noted that patient does not have a history of seizures, however patient was in pain and became somewhat unresponsive in post-op. Programming was attempted however pain symptoms had worsened. Physician treated patient with versed and was then transferred to the hospital. Patient was later released with no apparent side effects. Patient has effective stimulation currently.